Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the patient had to be hospitalized due to hypoglycemia and diabetic ketoacidosis (dka). The event resulted in injury and eventual death on (B)(6) 2023. Death was not related to infusion set. No further information available.